Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed corrosion with the auxiliary water inlet, which most likely occurred due to component failure associated with degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited corrosion within the auxiliary water inlet. There were no reports of patient involvement.